Event description:
After an implantation period of approx. 96 months, oversensing on the ventricular channel was reported. The patient will have an other rv lead implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.